Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection via the naked eye noted a ruptured reservoir. The reservoir was microscopically examined, and a marking located on its interior surface near the rupture line was observed. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume folfusors balloon ruptured. The rupture occurred after the device was connected to the patient. The device was disconnected and therapy was continued on a new unit. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.